Manufacturer narrative:
Lot number of implants is known: ca096346 and ca096345 but the corresponding side is unknown. Device analysis results: visual analysis of the returned device identified: one curved opening, white particles and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp crease opening, one sharp opening, wear abrasion and stress marks. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp crease opening assessed as fold flaw opening and one sharp opening assessed as unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. The device remains implanted.